Event description:
The system 6 sternum saw was sent for evaluation because under load the blade comes out of the device during a procedure. There was no patient or user injury associated with the device. The case was completed with a backup device without any delay or adverse consequences.

Manufacturer narrative:
During failure analysis it was noted that the blade mount portion of the drivetrain was damaged which was preventing blades from being properly inserted. A damaged blade mount can obstruct a blade from being fully inserted and locked into place. This could cause the blade to eject during use, especially under load as reported.

Event description:
The system 6 sternum saw was sent for evaluation because under load the blade comes out of the device during a procedure. There was no patient or user injury associated with the device. The case was completed with a backup device without any delay or adverse consequences.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.